Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data showed the battery indicator signifying that the time is approaching for device replacement. It was noted that the most recent battery measurement was 2.942 volts on (B)(4) 2015. Rrt (recommended replacement time) had not been triggered.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc lead, implanted: (B)(6) 2004; 5071-53 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that at the patient's device check in (B)(6) 2015 the device expected longevity was almost four years. Then in (B)(6) 2015 the device's expected longevity was less than one month. The device will be checked again at the patient's next visit next month. The device remains in use. No patient complications have been reported as a result of this event.